Event description:
It was reported that a patient implanted with a superion interspinous spacer is experiencing worsening episodes of pain after being implanted with the device. The patient has received injections to help with the worsening of pain.